Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a hemostatic valve leak issue occurred. Before the insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the staff member mentioned that the dilator seemed to be a bit stiff. Then after the transseptal puncture, when the physician removed the dilator, the hemostatic valve was leaking. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received. The hemostatic section was where the leakage issue was observed. The sheath was being used on the patient. Did not notice it was full of blood. Unknown the volume of the blood that was lost. Air did not enter the patient¿s body. This issue did not require the patient to have treatment. The hemostatic valve did not dislodge outside. The brim cap / hub did not detach from the sheath. The versacross needle was used.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before the insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the staff member mentioned that the dilator seemed to be a bit stiff. Then after the transseptal puncture, when the physician removed the dilator, the hemostatic valve was leaking. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 23-apr-2024. The device evaluation was completed on 08-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was not found and that the dilator was bent. For this condition, a supplier investigation was requested and the results determined that this type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve leakage issue reported could be related to the missing hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The resistance with sheath issue reported could not be replicated; however, it was confirmed based on the dilator damage and the absence of the hemostatic valve as dislodgment of the valve may block the sheath, thus, causing, the resistance issue described by the customer and causing the dilator damage observed in the investigation; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve leak¿. In addition, the biosense webster inc. Analysis finding of the ¿hemostatic valve of the device was not found¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿dilator seemed to be a bit stiff¿. In addition, the biosense webster inc. Analysis finding of the ¿dilator was bent¿. Additional information was received on 15-apr-2024. Unable to confirm if the device had the hemostatic valve before the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 07-may-2024, noted a correction to the 3500a initial as should have included under h6. Medical device problem code "device -device incompatibility (a1702)". Therefore, added in this field.